Event description:
Customer called stating that a check mark appears on the display and the meter will not count down but keeps flashing f15 when blood is applied to the strip. While on the phone a review of the system was performed. It was determined that all segments were missing in the units position of the display. The customer was asked to return the meter for further eval and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.